Manufacturer narrative:
Evaluation summary: the pump was visually inspected and was found to be in good physical condition; the keyboard and labels were functional and intact. Evidence of the customer's reported problem regarding failed delivery tests were identified in the pump event history log. Indications are two 20ml bolus tests were performed prior to the pumps return to smiths. The customer's concern regarding failed volumetric accuracy test was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. The pump passed four delivery accuracy tests including one volumetric test within manufacturing specification. The pump was opened and inspected for any issue that would affect the accuracy of the pump. Inspection of the pump did not find anything abnormal that would affect accuracy. When performing volumetric accuracy testing, as per legacy® operators manual, equipment needed includes 50 or 100 ml cadd¿ medication cassette reservoir with attached cadd® extension set with anti-siphon valve must be used when performing volumetric accuracy test. The DHR was reviewed and found to be in compliance; no manufacturing or testing issues were found. Based on these investigation results, no corrective actions will be taken at this time. Smiths medical regularly analyzes complaint data and trends, and will take further actions accordingly.

Event description:
User facility requested repair of an ambulatory infusion pump due to failed volumetric accuracy test. No patient involvement was reported.